Event description:
Philips received a complaint by the customer on the v60 indicating that the device cannot adjust pressure in the ipap mode. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The repair information was available but was missed in the 1st follow up report submitted. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Patient complained that it did not feel right. No adverse effect. Machine was swapped out for another one. The event did not interrupt therapy or care. The reason why the customer could not adjust the pressure in the ipap mode was due to touchscreen failure. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
Information was received that the device was repaired and put back into service. There is no further information that was able to be obtained. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Patient complained that it did not feel right. No adverse effect. Machine was swapped out for another one. The event did not interrupt therapy or care.